Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a rescue mission, there was a massive reduction of revolution speed. There was a delay reported. A needle insertion was finally placed. The injured person was a young woman with tablet intoxication.

Manufacturer narrative:
(B)(4). The ez-io driver was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious physical damage was observed. When the trigger was pressed, the led illuminated green. The trigger guard was present. The driver was then subjected to a simulated sawbone insertion. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. A review of the eeprom data showed that 2 stall conditions were recorded on the device, indicating that excessive force had been used during insertion. A review of the certificate of conformance (c of c) found that the driver passed all release criteria. This device was manufactured in 09/2015 and is less than one year old. The investigation found that the driver functioned properly with no abnormalities or defects. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The complaint was not confirmed. Other remarks: based on the stall conditions that were recorded, it is possible that the driver stopped due to excessive force being applied. Proper technique involves applying "moderate steady downward pressure and allowing the needle set rotation to penetrate the bone" and not using excessive force during insertion but letting the "ez-io power driver do the work." The instructions for use (IFU) states "if driver stalls and will not penetrate the bone you may be applying too much downward pressure." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during a rescue mission, there was a massive reduction of revolution speed. There was a delay reported. A needle insertion was finally placed. The injured person was a young woman with tablet intoxication.